Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal odour ("smelled odor") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal odour (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the vaginal odour had not resolved. The reporter considered vaginal odour to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media:vaginal odour. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal odour ('smelled odor') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal odour (seriousness criteria medically significant and intervention required) and cyst ("my cyst went away"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the vaginal odour had not resolved and the cyst had resolved. The reporter considered cyst and vaginal odour to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:vaginal odour, cyst. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received(social media): event my cyst went away added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.